Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required due to the complaint related to enlite serter.

Event description:
It was reported that the customer was having difficulty with the serter and the sensor; when they pulled the serter away from the sensor pedestal, everything but the needle hub remained on the table. The customer's blood glucose was 47 mg/dl. The customer stated that they waited longer than usual to east and caused their blood glucose to drop. The customer stated that they were okay. The customer stated that the sensor base remains on the pedestal when the serter is pulled away form the pedestal. Nothing further was reported.